Manufacturer narrative:
An inspection of the returned surgical guide revealed no defects with materials or components and a review of the surgical report and drilling protocol indicate the case was properly planned. Dr. (B)(6) reviewed the case and it was his professional opinion that judging by the planning and final documents, there was no reason to suspect an adverse event would occur.

Event description:
While utilizing surgical guide print003, the clinician believes the 28mm drill just skimmed on palatal bone which induced lots of bleeding. Clinician felt something was "off" with the guide so the procedure was discontinued, patient was grafted and sent home.